Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact reported. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.